Event description:
Broken clamp on leg holder when placing on rail.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Customer reported a broken clamp on leg holder when placing on rail. Device evaluation was not performed and the rail clamp assembly event was not confirmed. Review of the device history records indicate 39 devices were manufactured and inspected on (B)(6) 2017, they were accepted with no reported discrepancies. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the rail clamp assembly. There has been no other events for the referenced lot number. No product inspection could be completed due to the part not being returned. A review of stryker¿s nc/CAPA database indicated that (B)(4) was initiated for this part number. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken clamp on leg holder when placing on rail.